Event description:
Procedure type: lap. Sigmoideum resection. According to the reporter: the scissor has a bad function- bad cutting and "burning". On account of this they couldn't use it. Add'l info: today I was lucky to talk with concerning your questions and he gave me a strange answer that it was not the scissor. At the same time he also admit that since the time has gone he has forgotten what had happened.

Manufacturer narrative:
(B)(4).